Event description:
Procedure: ventral hernia repair. According to the reporter: the procedure was done about a year ago. The patient allegedly developed a perforated bowel. The surgeon does not think the device caused the reported patient issue. No further patient details or information has been provided.

Manufacturer narrative:
Initial report submitted: 08/14/2008.